Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate or confirm the reported event. Upon visual and microscopic inspection, no damage was found. No misalignment of grips was observed. Manual input of the disk knob exhibited intuitive motion. The instrument was placed and driven on a da vinci in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Instrument was removed from system arm without issue. No use of the emergency wrench was needed as experienced at the customer site. The in-house is3000 si system did not fail or have errors while using this instrument.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the customer stated that they were forced to use instrument release kit/emergency key on the prograsp forceps instrument due to a system failure. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.